Event description:
Caller reported blood glucose results of 425 mg/dl, 184 mg/dl, and 182 mg/dl, within 5 minutes on the accu-chek system. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, inratio: 4.4, lab: 3.4. Inratio: 3.7, lab: 3.4. Caller also alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2010, inr: 4.4, inr: 3.7.